Event description:
Pt tried injecting a pen and needle never came out and got stuck. Pt never got the dose from that pen and used the other pens in the kit asa replacement for that first dose. Unknown if patient missed a dos due to defective device. Unknown if adverse event occurred. Unknown if specialist is aware. Unknown if patient currently possesses defective device. No further info provided. Reported to (B)(6) by pt/caregiver.